Event description:
It was reported that the customer experienced a malfunction with their pump. There was no reported impact on the customer¿s blood glucose level. No additional information was received regarding the outcome of the event or actions taken by the customer or technical support.